Manufacturer narrative:
(B)(4). Date sent: 9/12/2023. Additional information was requested, and the following was obtained: 1. Was the device locked on tissue with the anvil closed? Yes. 2. If yes, how was the device removed? Release button. 3. Did the jaws eventually open? Yes. 4. Did the device was not able to be removed and subsequently the tissue was cut? Yes, device was removed but tissue did not cut. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable file, and has been revised to a not reportable file.

Event description:
It was reported that during an unknown procedure when finished firing, the staple didn't come out. No delay to the procedure and the procedure was successfully completed with no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 8/25/2023 d4: batch # unk b3: only event year known: 2023 an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Was the device locked on tissue with the anvil closed? 2. If yes, how was the device removed? 3. Did the jaws eventually open? 4. Did the device was not able to be removed and subsequently the tissue was cut? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.